Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). At 7:00 am, the result from a laboratory using stago neoplastin reagent was 2.6 inr. At 8:23 am, the result from the meter was 3.5 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr. The customer was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no new medications, no new illness, no diet changes, and no signs of bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.